Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 215 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-399a, mmt-1884, mmt-332a. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-399a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received pump error 37 alarm during testing. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to pump error 37 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 37 alarm on event date 10/17/2025 09:07:00.000, 10/17/2025 09:17:00.000, 10/17/2025 09:17:48. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, label damage. Pump error 37 alarm during testing and a37 alarm in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.